Manufacturer narrative:
The insulin pump passed the displacement test and the self test. No display anomaly was noted. The insulin pump had a cracked reservoir tube, minor scratches on the display window, a cracked reservoir tube lip and window, cracked battery tube threads and a broken belt clip slot.

Event description:
It was reported that the insulin pump had a crack in the case and near the reservoir compartment. The display was noted to be milky. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.